Event description:
Customer called reporting button errors on her insulin pump. The first error was about six months ago. Customer went off the device when it happened initially. She started using the device again about two weeks ago and now it has alarmed button error again. Customer's blood glucose is 157 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.